Event description:
Md office reports that pt experienced swelling, painful bilateral knees (injection sites) and difficulty walking. Md discontinued synvisc. No other info known. Reported to (B)(6) by pt/caregiver.